Event description:
N/a.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the heavily calcified, moderately tortuous, 80% stenosed left anterior descending (lad) coronary artery. The 2.80x19 mm graftmaster covered stent could not cross to treat the perforation due to the anatomy despite advancement with catheter support and pre-dilatation with a non-compliant balloon up to 28 atmospheres. Another graftmaster covered stent was used to complete the procedure. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.